Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. No motor error alarms noted. Motor was tested outside the device and passed. Insulin pump had an intermittent button response noted due to moisture damage on keypad traces. Insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer had keypad anomaly on the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer was treated with insulin pump. The customer stated that the act button does not respond as fast when filling the tubing. The customer was asked if she recalls any significant events leading to keypad issue and she said no. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back-up plan per health care provider instruction.